Event description:
On (B)(6) 2015, the consumer walked into the (B)(6) store and as she walked through the security system she states her hearing aid shocked her. The consumer has a hearing aid in both ears and was shocked in both ears. The consumer believes the security system caused her hearing aid to shock her. The consumer spoke with a store employee and was provided the number for their attorney, (B)(6). On (B)(6) 2015, the consumer spoke with (B)(6) (case #(B)(6)) and was provided the firm's phone number. On (B)(6) 2015, the consumer contacted the firm ((B)(6)) and spoke with (B)(6). The consumer informed (B)(6) of the incident and the consumer was transferred to a voice email box an left a voice mail. Incident: other public property/office - (B)(6). The product was not damaged before the incident. The product was not modified before the incident. (B)(4).